Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The cause of the reported failure was found to be a filter, designator fl9 on the therapy pcb assembly which had process residue on it and caused the depletion of the internal hlc batteries. The customer received a replacement device.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.

Event description:
It was reported that the device had all three icons illuminated (service, attention and charge-pak). This failure is indicative of a device that will not remain powered on long enough for appropriate defibrillation to be delivered. There was no pt use associated with the reported failure.